Event description:
A biomedical engineer reported while preparing for a case using a landmarx system he heard a beeping noise from the camera prior to booting up the system, and the camera would not track any instruments. This event occurred during preparation of surgery no patient was present.

Manufacturer narrative:
The site checked the connection at the camera head and cycling stopped. Per testing from medtronic rep. On the landmarx evolution system, could not replicate the camera beeping/cycling issue. No issues were found.